Event description:
An end user called in and stated she was in the hospital for polyps and ileostomy surgery. The end user stated she was discharged from the hospital using the activelife one (1) piece drainable pouch with stomahesive and reported having no issues with the device. The end user noted after applying the second pouch, which she had on for one (1) day, she experienced itching under the tape border.

Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. The end user stated she switched to a hollister pouch and stated the itching continued. No additional information was provided regarding which hollister pouch the end user switched to. The end user was educated on using non-oil based soap, the use of stomahesive powder and allkare protective barriers. There was also a discussion with the end user regarding skin care. An investigation was conducted and through the analysis of complaint data a specific root cause could not be determined, as no product was returned. Based on the evaluation of the materials and processes, there was no change that would account for the serious injury reported. No additional pt/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. A return sample for evaluation is not expected.